Manufacturer narrative:
(B)(4)

Event description:
It was reported that during cardiac surgery in the or, after the iab was inserted, staff then connected the pressure tubing to the central lumen and the luer-lock on the pressure tubing cracked and broke off. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as fine.

Manufacturer narrative:
(B)(4). The reported complaint that the "pressure tubing broke off" was confirmed based on the customer photo provided with the complaint re port. The customer supplied photo showed the short ap tubing was noted damaged and the damage consisted of the male luer end being cracked/broken and separated from the short ap tubing. The broken piece appeared to be the entire portion that broke off and no additional damage or cracks were noted. The issue reviewed in the photo was consistent with the reported complaint. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken luer of the ap tubing. The root cause of the complaint was undetermined. A potential root cause was user related, where the ap connection was overtightened. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during cardiac surgery in the or, after the iab was inserted, staff then connected the pressure tubing to the central lumen and the luer-lock on the pressure tubing cracked and broke off. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".